Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Uit was reported l that the patient developed a pocket erosion and possible infection . The ipg system was removed and  replaced. No further patient complications have been reported as a result of this event.